Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was swimming and insulin pump turned off. Battery cap was normal. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error due to traces of mold inside the j6 internal battery connector and corrosion on the pins of the lcd connector located on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.